Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose level of 500 mg/dl and had changed the infusion sets multiple times. Customer advised to disconnect from pump. During troubleshooting, it was discover that the prior infusion set had a bent cannula. Customer declined further troubleshooting. Nothing further reported.